Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the datasync was incomplete. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nic entered unplugged mode when set to half duplex and aio was swapped out with a new unit and verified that it has the same issue with the realtek network interface chip. Both technical support specialist and field service engineer attempted data transmission multiple times on full duplex but were unsuccessful. A field service engineer checked if the data sync had completed, but it crashed again and started the data sync once more and monitored it for over an hour, but it failed yet again. Then the fse reimaged the station drive with version 1.7.4 after incorrect version of imaging it yesterday and after setting up and checking the network settings, the same issues with realtek incompatibility with the new cisco switch persisted. The fse stated that need to disable half duplex on all machines since the entire hospital is upgrade to the cisco switches for the long-term solution. The system functioned as intended after the field service engineer repaired the device.